Event description:
Report received from (B)(6), stating that the device had hose damage. It is unknown if the device was being used during surgery. It is unknown if injuries or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hose damage' was confirmed. If additional information becomes available, a supplemental report will be submitted. (B)(4).